Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a blank screen display. It was also reported that insulin was not fully delivering. Customer's blood glucose was 22 mmol/l. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no damage was noted on the liquid crystal display circuit board. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot.